Manufacturer narrative:
The patient's age was not reported; however, it was reported that the patient is over 18 years old. No exact event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. Based on the event comments of (B)(6) or within a few days of that.' The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. No exact implant date was given, therefore an approximate date of (B)(6) 2019 was used as the implant date based on the event comments of '(B)(6) or within a few days of that.' (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2019 that spaceoar was implanted during a spaceoar implant procedure performed in (B)(6) of 2019. Reportedly, the procedure was done under general anesthesia and there were no issues noted during spaceoar placement. According to the complainant, the spaceoar gel was noted to be present in the rectal wall. The patient had a rectal ulcer a few months post spaceoar placement. In the physician's assessment the ulcer was caused by the radiation treatment, and there was no relationship between the spaceoar gel and the patient's ulcer. The patient is having hyperbaric oxygen to treat the ulcer.